Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, atrophic scar, was deemed to meet the seriousness criteria of caused permanent damage or disability. The device history record for lot 100123765 was conducted. No nonconformances were noted. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a us physician and concerns a (B)(6) year-old female patient. She was injected with total 1 syringe of radiesse® into her cheeks, split between each side (as reported), on (B)(6) 2020. On the same occasion, the patient was concomitantly injected with total 1 syringe of juvederm® ultra plus into the marionette lines, oral commissure and nasolabial folds. Initially, the patient loved her result and had no complaints. The patient was a registered nurse doing a covid-19 testing and was wearing n95 mask that was very tight fitting on her face. In (B)(6) 2020, within 12 days after the radiesse® injection, the patient developed a lump on the right side of her face. The reporter advised her to massage the area and wanted to see her in the office. The patient was seen by the physician on (B)(6) 2020. At the time, she had significant swelling (considered severe) of her right cheek that was tender, firm, red and warm. She also had some erythema more inferiorly over the right cheek. As reported, there was no fluctuance or anything to culture. The patient had no fever. She was started on clindamycin, 300 mg four times a day. Due to the provided information, the outcome of the events significant swelling, tender, red, warm and firm was considered as not resolved. The outcome of the event lump on right side of her face was unknown. Follow-up information was received on 25-sep-2020: the case was upgraded to serious. The suspect product was recoded from radiesse® to radiesse(+)®. The events significant swelling, red, warm, tender and firm were deleted. The event infection was added. The event term a lump on the right side of her face was amended to a lump on the right side of her face / hard nodule / firm nodule and coded to injection site nodule and injection site induration. The patients initials, date of birth and weight were provided. The patient was (B)(6) years old (weight (B)(6) kg). She was injected with radiesse(+)®, into bilateral cheeks and into nasolabial folds (reportedly with small amount). The batch record review was received and the lot number for radiesse(+)® was confirmed as 100123765 (expiry date 09/2021). A lot search in the global safety database was conducted. The patient was previously treated with restylane®, voluma®, juvederm ultra®, juvederm ultra plus®, vollure® and radiesse®, since 2017. The patients past medical history included (B)(6). Further history included seasonal allergies and sciatica. Relevant medications were reported as none. In (B)(6) 2020 (reported as (B)(6) 2020), after the treatment with radiesse(+)®, the patient experienced an infection. On (B)(6) 2020 the reporter was advised by another physician to add duricef, while the the patient was followed up very closely. The patient was taken off of work because the physician did not want any further disruption to the infected area, because she was a registered nurse doing covid testing and was required to wear a n95 mask. The mask fitted very tightly on her face and was causing breakdown of her skin. The patient was on antibiotics for a total of 14 days. The reporter spoke with the patient daily and saw her frequently in the office and reported that the infection gradually went down. On (B)(6)2020, 6 days after the patient finished the antibiotics, the infection seemed to be under control, however, the patient was left with an approximately 1 cm nodule at the site which was hard, not fluctuant. There was a whitish centre that appeared to be radiesse(+)®, shallow to the skin surface. It was not purulent in appearance and there was nothing to drain. The physician tried to obtain fluid from the area and sent it for culture, but there was no positive result. The physician wanted to wait for the nodule to gradually resolve over time, but the patient wanted to hasten the decrease. On (B)(6)2020, the physician injected 0.1 ml of kenalog 10, directly into the nodule. On (B)(6) 2020, 13 days after kenalog 10 injection, the nodule was significantly reduced. The patient had a slight depression of the skin at the site (an atrophic scar) with a white centre. Medial to the depression was a non tender, not fluctuant, firm, but not hard, 0.6 cm nodule. On (B)(6) 2020, the patient had an atrophic scar and a small elevation of the tissue adjacent to the atrophy which the patient described as minimally hard. The patient was scheduled for a follow-up, on (B)(6) 2020. The physician considered that the event was going to leave a permanent scar on the right cheek but hoped that it was going to diminish over the time and that the physician was going to be able to inject the filler once completely resolved to minimize the appearance of the scar. Due to the provided information, the outcome of the events infections and a lump on the right side of her face / hard nodule / firm nodule was considered as resolving. The outcome of the event atrophic scar was reported as not resolved. In the opinion of the reporter, the events were related to radiesse(+) and the treatment was necessary to prevent permanent damage.